Event description:
It was reported that there was low ventricular impedance and undefined high atrial impedance. During testing, both leads were tested multiple times with normal values. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "well".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no atrial output. Further testing revealed the no output condition was the result of lifted hybrid bond wires.